Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Upon further review, it was determined that the reported event involved a malfunction of non-getinge pressure sensor and customer was unable to detect the pressure trigger during use. No malfunction identified with cs300. Hence, the complaint is downgraded and non-reportable. As a result, no follow-up MDR is necessary. Please cancel in the database.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) was unable to detect blood pressure using pressure trigger but normal function was observed using ECG trigger. However, no patient harm was reported.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site address: (B)(6)). A supplemental report will be submitted upon completion of our investigation.